Event description:
The pt underwent a ventral hernia repair in 2005. Two pieces of mesh were sewn together to cover the large hernia. At twenty-four hours post operative, the mesh tore away from the sutures. The suture was initially placed approx 2 inches from the edge of the mesh. The pt was maintained on a ventilator for the entire post op time as per normal hospital procedure. No coughing was reported. The mesh tore in three different spots, pt was returned for emergent surgical repair. A flat mesh was used for the repair.